Manufacturer narrative:
Concomitant medical product: dtbc2d1 crtd implanted unk. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead was possibly fractured. The lead had undefined high pacing impedance and it was oversensing, as non-sustained ventricular tachycardia episodes were seen with a high frequency. The lead will be capped and replaced. No patient complications have been reported as a result of this event.